Event description:
Customer called reporting a button error on her insulin pump. Customer's blood glucose is 168 mg/dl. The case has a crack on it. The device fell of customer's waist band when he went to the bathroom. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had corroded keypad traces. All buttons function properly, no button error alarms noted. During visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.